Event description:
A pt presented to ed with worsening rlq pain. CT scan showed a thickening of the appendix concerning for appendicitis. He was taken to the operating room for a laparoscopic appendectomy. The endoscopic stapler was used. It successfully fired the first time, with a blue reload across the base of the appendix. The device was then reloaded with a white/vascular reload and then fired across the mesoappendix. After opening the device after the second firing, the surgeon noticed bleeding proximal to the staple line. This vessel had been retracted back to the appendix stump so that a third staple line could not be fired. The bleeding was controlled by placing endoscopic clips across the vessel. The case was converted to an open procedure to assure that the bleeding had been controlled prior to closing the incision.